Event description:
Patient cadd ms3 pump sn (B)(4) will not start delivery of drug. Informed her we would send out a new pump with tomorrow's shipment. No other information provided. Dose or amount: 30 nkm. Frequency: continuous. Route: sq. Dates of use: (B)(6) 2014 to ongoing.